Event description:
It was reported that the customer was experiencing difficulty with the quick bolus/wake button on their pump, which required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to press the button more firmly and to provide support along the bottom of the pump; however, difficulties persisted. As a result, technical support decided to replace the pump with one that includes updated software. The customer was advised on how to return the problematic pump to tandem, and arrangements for the shipping address were confirmed. The customer was informed about setting up their replacement pump, including programming settings and connecting their cgm, ensuring a seamless transition.